Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving (dilaudid (hydromorphone) 0.5 mg/ml at 0.20 mg/day) via an implantable pump for other, non-malignant pain, and spinal pain indications. It was reported that patient reported increased mobility within pump site. They sat in an oblique position. The factors that have led to the issue was the patient been morbidly obese and the existing pump pocket was located at waist line. When in a sitting position, the pump was pushed outward and sat sideways within the pocket. The patient was taken to the operative room (or) today for pocket revision. The physician first removed the pump and dissected out the catheter. A catheter aspiration was done with easy return of spinal fluid. The pump was disconnected and placed on the surgical table. The physician then proceeded to create a new pump pocket that was located more medially and superior to the waist line. The physician attempted to remove the existing proximal pump segment but was unsuccessful. He then proceeded to cut the existing catheter next to the collet at the spinal segment. He next proceeded to use a tunneling device to bring the catheter over to the new pump pocket. He used an 8784 revision kit to cut a new proximal pump segment. The new segment was passed through the tunneling device and then reconnected to the existing spinal segment. The pump was reattached to the catheter, aspiration was performed through the catheter port with easy return of spinal fluid. The pump was placed back into the new pump pocket and anchored at three points. A final aspiration was done through the catheter port to verify patency with positive return of cerebra spinal fluid (csf). The incisions were closed. The issue was resolved. Patient status alive no injury.